Manufacturer narrative:
The device evaluation as noted in section b5, the cable unit found with a metal part that was exposed. The device water tightness was lost. A device history review was completed, and no issues were identified. The instructions for use (IFU) , it states: ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. ¿ olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection the metal part was exposed on the subject device cable unit. In addition, the water tightness was lost. There were no reports of patient involvement. No harm was reported.